Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). A field service engineer (fse) went through all of the reagent probes, rinse stations, and the ultrasonic mixer adjustments and checks. The fse adjusted a few of the reagent probe positions and replaced an "h block" on the cell rinse station. The ultrasonic mixer adjustments were within specifications. They ran another precision check which failed. The investigation is ongoing.

Event description:
There was an allegation of a questionable phosphate (inorganic) ver.2 result from the cobas 8000 c702 module. The initial result was 3.433 mmol/l, and the repeat result was 1.87 mmol/l.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The phosphate (inorganic) ver.2 reagent lot number and expiration date were not provided. The direct root cause was unable to be determined, as there were several actions that were performed. There have been no additional issues reported following the last a field service engineer (fse) visit. The investigation determined that the service action resolved the issue.